Event description:
This is filed to report a device entrapment. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with a myxomatous valve. It was noted that while grasping with the clip, the posterior leaflet became stuck to the gripper. Troubleshooting was performed but was unsuccessful. While troubleshooting, it was noticed that the posterior leaflet and chordae were completely wrapped around the gripper, gripper line, and shaft. Subsequently, the physician elected to deploy the clip with chordae inside after confirming adequate grasping. The procedure was concluded with a resulting mr of grade 2. An echocardiogram was performed the next day and confirmed the clip to still be stable. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip caught on chordae was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.